Event description:
It was reported the pt is experiencing new pain in her neck and upper shoulders area. It was also reported the pt was no longer receiving effective stimulation in her pain pattern. Additionally, the pt's scs lead has invalid impedance values. A sjm rep was unable to completely resolve the ineffective stimulation issue with reprogramming as the pt experienced overstimulation in her hands upon the reprogramming attempt to resolve effective stimulation of the pt's upper arm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.